Event description:
Spontaneous call from patient to report cassette malfunction. Patient states pump is giving error message: "no disposable, pump wont run". Patient has 3 premix cassettes. Patient states this error happens on both her pumps. She is able to infuse the medication and then gets error. Patient confirmed, she changed her cassette and her pump is running fine but now she will be off by 1 day since she was having cassette issue. Pharmacist advised to switch tubing. Patient does not have lot number of the cassette. Patient is having cassette error and not pump. Pumps are working. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.